Event description:
Real, r., linhares, p., fernandes, h., rosas, m. J., gago, m., f., pereira, j., vaz, r. Role of tc-sulesomab immunoscintigraphy in the management of infection following deep brain stimulation surgery. Neurol research international. 2011;2011:817951. Doi: 10.11 55/2011/817951. Summary: the authors evaluate the potential role of immunoscintigraphy with tc-labelled antigranulocyte antibody fragments (tc-sulesomab) in the management of infection in parkinson's disease (pd) patients following deep brain stimulation (dbs), the presence of which correlates with the extent of infection, thus I) allowing the differentiation of patients who should remove the entire system vs. Those who could receive a more conservative treatments; and ii) helping to determine the most appropriate timing for re-implantation. This study looked at 8 patients with pd who had been implanted with bilateral dbs in the subthalamic nucleus (stn) between (B)(6) 2002 and (B)(6) 2008 and had persistent device-related skin erosion and/or infection. The leads and stimulator were placed in a single stage procedure. Each patient experienced skin erosion and/or infection that was treated with antibiotics, but had persistent or recurrent wound dehiscence. Immunoscintigraphy was then performed between (B)(6) 2009 and (B)(6) 2010 and each patient was then subjected to wound debridement alone or in combination with either partial or complete hardware removal. Reported event: a female patient who was implanted with dbs for pd at the age of (B)(6) presented with wound dehiscence of the retroauricular incision. It appeared that the patient did not have an infection and had no previous surgeries, but had been treated with antibiotics. Because of the persistent or recurrent wound dehiscence a tc-sulesomab immunoscintigraphy was performed. The tc-sulesomab immunoscintigraphy showed no uptake. A surgery was performed during which serous exudate was found under the retroauricular wound. The patient underwent correction of the wound dehiscence. The patient continued to have skin erosion at the connector site and subsequently underwent contralateral transposition of the ipg and connector at the 3 month follow-up. See literature article attached in MFR report# 3007566237-2011-09329.

Manufacturer narrative:
Unk implanted: unk explanted: unk. Lead: model neu_unknown. Lead: lot# unknown, serial# unk, implanted: unk, explanted: unk. Lead: model neu_unknown. Ext: lot# unk, serial# unknown, implanted: unk, explanted: unk. Lead: model neu_unknown. Ext: lot# unk, serial# unknown, implanted: unk, explanted: unk.